Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the nurse practitioner (np) that while attempting to upload the pump data, a malfunction code occurred. As the customer was not currently using the pump for diabetes management, the blood glucose was not impacted. Tandem technical support assisted the np with clearing the malfunction code and the malfunction code did not reoccur.